Event description:
Per the clinic, the device was explanted (date not reported).

Manufacturer narrative:
Correction: the initial MDR submitted on september 05, 2024 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.